Event description:
It was reported that post a pulsed field ablation procedure, bruising appeared on the right thigh. It was noted that the procedure was approached from the right groin and no post-operative bruising was initially noted. An ultrasound was carried out and no swelling was noted at the puncture site. The patient was discharged but later presented to the hospital with pain and swelling. A contrast-enhanced computerized tomography (CT) scan diagnosed a pseudoaneurysm, and the patient was admitted to the hospital. Hemostasis was achieved with thrombin injection and compression fixation. After confirmation of the disappearance of the pseudoaneurysm, the patient was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.